Event description:
It was reported that a labeling issue occurred. While outside the patient, during preparation of a percutaneous coronary intervention (pci), a 3.50mm x 15mm nc emerge balloon was selected for treatment, but the balloon inner plastic packaging was noticed to be mislabeled. It was noted that a 3.50mm x 15mm nc emerge balloon appeared on the box, but the inside plastic packaging was noticed to be a 4.00mm x 8mm balloon. The balloon catheter hub was marked as a 3.50mm x 15mm nc emerge balloon. No damage to the package was noted. The 3.50mm x 15mm nc emerge balloon device was used to complete the procedure. No patient complications resulted in relation to this event.

Manufacturer narrative:
Date of event: date of event is unknown. Boston scientific became aware of the event on (B)(6) 2021. Therefore, a date of (B)(6) 2021 was entered to indicate that the event occurred on an unknown day in (B)(6) 2021.